Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with a high blood glucose reading of 600 mg/dl. The customer stated that she had been experiencing high blood glucose levels for several days prior to being hospitalized. The customer changed the infusion set every day, but the blood glucose levels remained high. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. The customer requested to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.